Event description:
Invalid result(s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kits. The customer just purchased the kits from kaiser, so this is an out of box issue. When the customer performed both tests correctly, both test cassettes showed a red line next to the t-line and nothing next to the c-line. The customer cannot send a picture of the test cassettes in question. I advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: refer to previously completed investigation cpus250959 for same issue. Batch records for final product manufacture and qc record for cov4129005 were reviewed. After reviewing the DHR of the lot cov5029004, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with 2 flowflex covid 19 antigen test kits. The customer just purchased the kits from kaiser, so this is an out of box issue. When the customer performed both tests correctly, both test cassettes showed a red line next to the t-line and nothing next to the c-line. The customer cannot send a picture of the test cassettes in question. I advised the customer that the information would be forwarded to the complaint team for review. The customer will await an email back from acon labs.